Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The field service engineer was dispatched to customer site and confirmed the issue, the fse replaced the front bezel. The fse stated that the unit passed touchscreen calibration, control test, and electrical safety test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a navigation ring (nav-ring) failure on the ventilator. The customer reported there was no patient involvement.